Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited gradually rising high pacing impedances out of range on the right ventricular (rv) channel. It was also observed that there was presence of noise oversensing. Technical services (ts) suspects this is likely related with a conductor issue. Ts provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited gradually rising high pacing impedances out of range on the right ventricular (rv) channel. It was also observed that there was presence of noise oversensing. Technical services (ts) suspects this is likely related with a conductor issue. Ts provided troubleshooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This patient was check in clinic where reprogramming was performed. Issues with impedance, sensing and noise were still noted, however, it was planned not to replace the lead at this time. No adverse patient effects were reported.